Event description:
The facility reports as the patient was being raised both shoulder straps failed. The pt fell, suffering head trauma (no concussion), a contusion to the scapula, and four broken ribs.